Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The field report of diaphragmatic stimulation is a known medical risk for implanted pulse generator systems.

Event description:
It was reported that the left ventricular (lv) lead was giving diaphragmatic stimulation in every vector and programming could not resolve the issue. Subsequently, the lv lead was explanted and replaced with a left bundle branch (lbb) lead. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead was giving diaphragmatic stimulation in every vector and programming could not resolve the issue. Subsequently, the lv lead was explanted and replaced with a left bundle branch (lbb) lead. No additional adverse patient effects were reported.